Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and high ketones. Customer's blood glucose levels at the time of hospitalization was over 600mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with manual injection. It was also reported that the customer received excessive no delivery alarms. No troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.